Manufacturer narrative:
Medwatch sent to FDA on 9/22/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of oedema and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of edema: "undesirable effects - practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® in the "crow's feet." The patient developed "oedema under both eyes." The patient went to a plastic surgeon for treatment. Patient had an MRI scan that showed the "swelling was all hyaluronic acid" and the patient was treated with hyalase. Patient had had an "eye brow tattoo around the time" of injection which "complicated the assessment of the [adverse event]."